Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by the (B)(4) research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010 for complaint/MDR determination after completion of the review. Implantation of components at multiple levels was 510k approved at the time of implantation. No devices returned. Cause of fracture unk. Add'l pt info: dos+6 days: bloody drainage. Dos+24 days: subcutaneous hematoma, hospital admission for hematoma and abdominal pain. Abdominal cyst, diarrhea, bloody stools, kidney stones, dehydration, increased weakness, paleness also reported. Dos+24 days: removal of fractured spinous process and one interspinous fixation plate. No other hardware was placed at the time of revision surgery.

Event description:
Pt underwent spinal fusion, discectomy, decompression (laminotomy) and bilateral facet fusion in (B)(6) 2008 (exact date unk) at the l3-4 and l4-5 levels. Approx 24 days after surgery, the pt underwent surgery for removal of fractured spinous process and one interspinous fixation plate. No other hardware was placed at the time of revision surgery.